Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-connector. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states the detection method in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed. In addition to contamination inside the air/water channel, additional evaluation findings are as follows: light cover glasses was chipped, light cover glasses adhesive was worn, optical cover glass was chipped, optical cover glass adhesive was worn, distal end adhesive was worn, suction connector had water leakage, up/down/left/right angle was not to specification, up/down/left/right angle had play, air channel was blocked, water flow was not to specification, water removal was not to specification, water channel was blocked, electrical safety test was not to specification, distal end cap was leaking, biopsy channel was leaking, and up/down brake not holding. The investigation is ongoing and follow-up is currently being performed with the user facility. A supplemental report will be submitted upon completion of the investigation or when additional information is provided.

Event description:
The customer reported to olympus that during maintenance, the colonovideoscope had weak air/water flow. During the evaluation the following reportable malfunction was found: contamination inside the air/water channel. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.